Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: d4, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Based on the fault pattern ¿the ceramic tip is broken¿, we assume that the damage to the insulation insert was mechanically induced. Therefore, it is most likely attributable to excessive force, specifically, by subjecting the device to mechanical overload, shock, accidental dropping, etc. We cannot determine whether there was any pre-existing damage to the insulation insert or if it was already worn. It is also not possible to determine whether the damage was caused during the last reprocessing of the instrument or during its last use in a procedure. In general, cracks in the insulation material are often not visible, making visual inspection difficult. Lost fragments of the ceramic insulation insert can be located and removed using an appropriate radiographic or computed tomographic technique. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: "infection control risk properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing inspecting the product visually inspect the product. Make sure that it has: -- no corrosion -- no dents -- no scratches ceramic insulation at distal end visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning risk of injury impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product if the product is damaged or does not function properly, contact an olympus representative or an authorized service center.¿ olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed with the ceramic tip being broken. No others issues found at evaluation. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the resection sheath, 8 mm, for 8.5 mm/26 fr. Outer sheath, abs had the ceramic tip broken. There were no reports of patient harm.